Manufacturer narrative:
Patient identifier, date of birth, and weight are not available for reporting. Date of event: unknown. This report is for two (2) unknown resorbable screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 2.0 mm rapid resorbable oblique l-plate 6 hole x 4 hole-right in the upper jaw on an unknown date. On unknown date it was determined the plate came out of the dental alveolus and was exposed and infected. On (B)(6) 2017, the exposed portion of the plate was removed under local anesthesia. After the removal, surgeon noted the plate had sufficiently been absorbed as intended. Surgery was completed with no further intervention. Patient status reported as okay. This report is for two (2) unknown resorbable screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device: the explanted plate remnants show a degradation state which corresponds to a plate which was immersed in a physiological buffer solution for approx. 22 weeks in vitro. The explanted screws remnants show a degradation state which corresponds to pin/screw which was immersed in a physiological buffer solution for approx. 16 weeks in vitro. According to the information of the surgeon, the implants were in the patient from (B)(6) 2017 (operation) to (B)(6) 2017 (explantation); i.e. For 141 days or 20 weeks and 1 day. It is understood that the in vitro testing does only simulate the situation in vivo and the values cannot be extrapolated directly; but the implantation period of the presently measured samples corresponds closely to the respective values determined during in vitro degradation testing of comparable implants. This indicates that the explanted implants degraded as expected and no premature or delayed degradation occurred which potentially might have caused the failure. Conclusion: based on the available data and examinations which were performed on the explanted and returned samples, no signs were detected that the implants in scope of the present investigation were not in compliance to the product specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.